Event description:
Additional information was received on (B)(4) indicating that the patient did not have greater than 50% or greater symptoms reduction. The patient needed stimulation to the areas of her pain but after numerous tries she was unable to get relief of her pain. Reprogramming was done numerous times. The stimulator was removed. The patient recovered without permanent impairment

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a manufacturer representative had met with the patient previously to try to get better coverage for the patient. The implantable neurostimulator (ins) was later explanted on (B)(6) 2014 because it had malfunctioned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of neurostimulator model 97702 serial # showed no significant anomalies. Analysis of lead model 39565-65 serial #(B)(4) showed a set screw impressions on the proximal segment of the lead insulation in between the #8 and 9 connectors (noted as too proximal). The set screw indentations on #9 connector caused it to twist which caused the crimp on the connector to break. The continuity was acceptable on segment 2 (lead was returned in 2 segments) and no shorts were seen. Only visual examination was performed on segment 1 of the lead due to its returned condition.